Manufacturer narrative:
Adverse event as procedure was delayed by two hours. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a lower extremity angiogram with intervention, the flexor high-flex ansel guiding sheath compressed and would not allow the dilator back into the sheath or any other devices to be passed through the sheath. The sheath would not retract and it felt as if it grabbed the vessel. Another manufacturer's 4 fr catheter and a stiff amplatz wire guide were used to remove the sheath with difficulty, but no complications. It was noted that there was a shelf of calcium at the iliac bifurcation that appeared to have damaged the sheath. The event delayed the case by two hours. The flexor high-flex ansel guiding sheath was placed in the patient's left common femoral artery via contralateral approach. The sheath was introduced over another manufacturer's glidewire, but difficulty was encountered while crossing over the bifurcation. The sheath dilator was removed and another manufacturer's 4 fr catheter was used for additional support down though the superficial femoral artery (sfa). Some resistance was noted while introducing the catheter. The sheath was then advanced over the glidewire and catheter. The lesion was crossed and the catheter was removed. Another manufacturer's 0.035 inch diameter balloon catheter was inserted, but was unable to pass through the sheath. The sheath was thought to be kinked near the iliac bifurcation, although kinking was unable to be observed under fluoroscopy. The sheath was carefully removed and replaced with another manufacturer's 7 fr sheath as a stent would not be able to advance through if the sheath was kinked. The other manufacturer's sheath was able to be smoothly inserted, and the procedure was able to be completed without incident. The patient's common iliac was stented on the way out with a covered balloon expandable stent to prevent further issues. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Method code: simulated use testing (3345). A review of the complaint history, device history record, instructions for use (IFU), quality control, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a 17 cm long compression, which began at a length of 11.5 cm from the distal end of the sheath. A 0.0860 inch checker was used in place of a dilator to check the internal diameter of the sheath, and it was unable to pass through the compressed section of the sheath. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : blank fields on this form indicate the information is unknown, unavailable, or unchanged. Method code: simulated use testing (3345). A review of the complaint history, device history record, instructions for use (IFU), quality control, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a 17 cm long compression, which began at a length of 11.5 cm from the distal end of the sheath. A 0.0860 inch checker was used in place of a dilator to check the internal diameter of the sheath, and it was unable to pass through the compressed section of the sheath. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.